Manufacturer narrative:
Device used for treatment, not diagnosis. Matta, j.m., siebenrock, k.a., gatier, e., mehne, d., ganz, r. (1997). Hip fusion through an anterior approach with the use of a ventral plate clinical orthopaedics and related research, volume number 337, pp. 129-139. United states, switzerland, puerto rico. This report is for unknown synthes low contact broad compression plates, unknown quantity, unknown lot. Product code: hrs. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: matta, j.m., siebenrock, k.a., gatier, e., mehne, d., ganz, r. (1997). Hip fusion through an anterior approach with the use of a ventral plate clinical orthopaedics and related research, volume number 337, pp. 129-139. United states, switzerland, puerto rico. The study was conducted between 1990 and 1993 and included 12 male patients with a mean age of 29 years (range, 19-41 years). Ten patients underwent hip fusion treatments and were implanted with synthes low contact broad dynamic compression plates. The following complications were reported: 1 patient presented with a malunion. This is report 2 of 5 for (B)(4). This report is for unknown synthes low contact broad dynamic compression plates.